Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent hysterectomy in 2013.

Manufacturer narrative:
It was reported by an attorney that they patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to vaginal wall prolapse. It was reported that following insertion the patient experienced extrusion, urinary, and other problems. It was also reported that patient underwent excision of exposed vaginal mesh on (B)(6) 2008 due to mesh exposure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis, vulvovaginitis, vaginal itching, urinary frequency, nocturia, vaginal discharge, bacterial vaginosis, and hematuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy, abdominal sacral colpopexy, left salpingo-oophorectomy, culdoplasty, cystoscopy, and bilateral ureteral stent insertion and removal.

Event description:
It was reported that following insertion the patient experienced vaginitis, vulvovaginitis, vaginal itching, urinary frequency, nocturia, vaginal discharge, bacterial vaginosis, and hematuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy, abdominal sacral colpopexy, left salpingo-oophorectomy, culdoplasty, cystoscopy, and bilateral ureteral stent insertion and removal.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence.